Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 3 patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided data for the 3 patient samples for investigation. Of the data provided, erroneous tsh, ft4 and ft3 results were identified for 1 patient sample between the customer's e602 analyzer, a centaur analyzer, an e170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. All results from the investigation will be reported to the customer. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 erroneous results. No adverse event was reported. The e170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The tsh reagent lot number used with the e170 analyzer and the e411 analyzer at the investigation site was (B)(4) with an expiration date of 11/30/2015. The serial number for the customer's e602 analyzer is not known.

Manufacturer narrative:
The patient sample was submitted for investigation. During investigation the customer's tsh results were reproduced.